Event description:
It was reported that the patient's mobile power unit (mpu) was not working. The patient attempted plugging the mpu into multiple outlets but the unit would not turn on.

Manufacturer narrative:
Missing patient information has been requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not working was confirmed. The evaluation of the returned (B)(6) revealed that the mpu was not able to provide power. Further evaluation confirmed damaged components on the power supply pcb. A specific root cause for the damaged components was not able to be determined. Heartmate 3 patient handbook, rev d, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev d, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. The manufacturer is closing the file on this event.